Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise episodes that were oversensed. Inappropriate shocks were reported but there was no therapy exhaustion. Shock lead impedance test displayed greater than 200 ohms. No pacing inhibition was reported. The patient was reported to be not dependent. This device was explanted and was replaced. This device has been returned for analysis. Additional information indicated that the source of noise could not be reproduced. The connections appeared to be normal as well as the header. No additional adverse patient effects were reported.